Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. H6 component code: g07002 no device problem h3 investigation summary: the product was returned to ethicon for evaluation. Nine unopened samples were received for analysis. To evaluate the condition of the returned sample, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no issue related to breakage suture or anomalies were observed during evaluation. Also, the functional test was performed using an instron equipment, the pull force and tensile force were above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. No product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The product was returned to ethicon for evaluation. One paper lid, one empty winding former and several suture pieces in a petri dish were returned for analysis. Product code vcp422h. Upon initial inspection of the returned sample, it was noted that the needle was not returned for evaluation. The suture began with the degradation process; this condition likely caused the suture to break and pull off. The time of exposure of the suture to the environment could not be determined. Per the sample condition, the functional test cannot be performed. The foil was not returned to analysis. The product code vcp422h contains an absorbable suture. As the sample was received open, the time of exposure to the environment could not be determined and the functional test could not be performed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached as to what may have caused the reported incident. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. Prior to use, the problem of pulling off suture needle had happened in the newly dispensed suture when it was opened to prepare for surgery. Also, the suture had been found broken. Changed to another one to complete the surgery. There were no adverse patient consequences reported. Upon evaluation of the returned product, the suture began with the degradation process. No additional information was provided